Event description:
A pedicle screw system was implanted into the patient in 2007 for spinal fixation. During a routine post operative x-ray examination, a rod was observed to have slipped out of position. Three months later, surgeon corrected the rod slippage and replaced a locking nut and pedicle screw. No complications or adverse effects from the device have been reported reported.

Manufacturer narrative:
No evidence of product's failure to meet specification or manufacturing anomalies were identified. No definitive root cause for the locking nut back out could be determined.